Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the cassette would not pump during a procedure. The cassette was replaced and procedure completed with no patient harm. This is the first of two events from this facility.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record indicates the order was built to specification. A wet cassette was returned and was visually inspected. No defects were observed. Both irrigation and aspiration luers were intact. The returned sample was functionally tested using a centurion console. The sample was recognized by the console, could be primed, tuned and the service data was retrieved. Maximum vacuum levels were reached during functional testing. No leakage or occlusions were observed and the irrigation and aspiration flow rates were within specification. The sample functioned within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. After an investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).